Event description:
Found recall involving animas 2020 insulin pumps due to dec 25th 2015 end date and occlusion alarms. Contacted (B)(6) and the rep took my info (name, address, insulin pump part number and serial number). I was told I would receive a black animas ping pump that would not have the expiration date of dec 25th 2015 within 3 business days. I called on the 3rd day because a pump was not rec'd. Rep at animas' product fulfillment center transferred me to customer service, customer service said "we don't know where your pump is" and then said "your pump is out of warranty so we aren't sending a replacement." Animas knew about the recall and promised a replacement for the defective pump and then decided not to send one w/o event contacting me, directly putting me in danger for using a pump know to be defective. Dates of use: (B)(6) 2009 - (B)(6) 2013.